Event description:
The customer stated a falsely elevated result was generated on the architect ca 19-9xr assay. A patient generated an initial result of >1200 u/ml and upon 1:10 dilution the result was <20 u/ml. The analyst suspected the high result to be incorrect as it did not align with the patient's clinical information. Additional testing was performed using the same sample and same reagent lot. Upon retest on the same analyzer, the result was 6.05 u/ml with a 1:10 diluted value of <20 u/ml. The sample was also retested on another architect analyzer with a result of <2.0 u/ml and a 1:10 diluted value of <20 u/ml. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Accuracy testing was completed on architect ca 19-9xr reagent lot 11509m500 and passed specifications. A review of complaints did not identify any trends. When the customer retested the same patient sample on another instrument, falsely elevated results were not generated. This suggests that instrument performance may have been a factor. However, limited troubleshooting was performed by the customer. The customer did not investigate the sample for possible interference nor did they provide the sample for further investigation. Accuracy testing using internal panels demonstrate that reagent lot 11509m500 can accurately determine known concentrations of the ca 19-9 analyte. The architect ca 19-9xr reagents are performing as intended and no additional product issues were identified.